Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral compression fracture it was reported that the balloon ruptured during inflation in a surgery. The procedure was completed with another product. No patient complications were reported.

Manufacturer narrative:
Product analysis:visual examination of the ibt balloon identified a radial cut near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object. If information is provided in the future, a supplemental report will be issued.